Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 21.9 mmol/l at the time of the event. The current blood glucose value was unknown. The customer also reported a stuck button alarm and an open book image error. The customer was treated with a manual injection pen. The customer reported dry mouth symptoms related to the high blood glucose event. The customer also reported the pump was underdelivering. Troubleshooting was declined, and it was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event or not. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with critical pump error (open book) and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test or verify keypad button anomaly, possible under delivery anomaly due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage on electronics, internal battery connector, battery connector, force sensor. The j1 connector on pcba 1 was locked properly during visual inspection, no moisture damage on keypad traces. The force sensor offset measured within spec range during testing 22.4mv. Swapping out test boards confirms critical pump error (open book image) alarm is due to moisture damage electronic assembly. Unit p-cap / test reservoir lock in place properly. Unit received with scratched case, stained keypad overlay, cracked case (battery tube), cracked battery tube threads. In conclusion, unable to confirm keypad button anomaly, possible under delivery anomaly due to critical pump error (open book). Critical pump error was confirmed and unable to download pump history using thus was due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.